Event description:
It was reported patient presented for revision of the right ventricular lead due to poor sensing and high capture threshold. The lead was explanted and replaced. The patient had not reported any symptoms before, during or after the procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The reported events of high capture threshold and sensing anomaly were not confirmed.